Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgery "to remove the ventralex st after he developed chronic periumbilical abdominal pain". The patient's attorney did not allege a specific device failure and no medical records have been provided. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huzc0587 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to remove the ventralex st after he developed chronic periumbilical abdominal pain. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgery "to remove the ventralex st after he developed chronic periumbilical abdominal pain". The patient's attorney did not allege a specific device failure and no medical records have been provided. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of ventralex st, patient was diagnosed with adhesions, scar tissue and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huzc0587 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to remove the ventralex st after he developed chronic periumbilical abdominal pain. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the umbilical skin was freed from the hernia sac, which was resected. Then a ventralex st mesh was placed against the posterior fascia using sutures. ¿ (B)(6) 2017 - patient was diagnosed with chronic abdominal pain thereby underwent laparoscopic repair with removal of ventralex st mesh. Per operative notes, ¿there were some omental adhesions to the ventralex st mesh and these adhesions were freed from the omentum. The ventralex st mesh was seen, and it was well incorporated into the peritoneum. The ventralex st mesh was excised, and the scar was identified.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence and emotional injuries.